Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse did not know how to use leg bag and there was a bubble in the tubing as a result it hurt badly for patient. No medical intervention was reported. Per additional information received via email on (B)(6) 2020, stated patient received smaller bags that were still labeled as bar150832 and they were half the normal size . Patient took the bag to doctor was smaller than normal and ended up in horrible pain. Also believed this to be due to the bag not draining the urine from bladder and ended up pulling out the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse did not know how to use leg bag and there was a bubble in the tubing as a result it hurt badly for patient. No medical intervention was reported. Per additional information received via email on 29oct2020, stated patient received smaller bags that were still labeled as bar150832 and they were half the normal size . Patient took the bag to doctor was smaller than normal and ended up in horrible pain. Also believed this to be due to the bag not draining the urine from bladder and ended up pulling out the catheter.